Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The laser core module was replaced and sent for in-house eval. The system was then tested and met all product specifications. The laser core module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "the pt impact is unk" (no known impact or consequence to pt). Product problem(s): "laser was intermittently shutting down" (device stops intermittently). The nurse reported the laser was intermittently shutting down. The laser was shutting down as if the cord was pulled from the wall. Additional info received from the nurse manager stated the technicians in the room at the time of the event gave her minimal details. The nurse manager declined to provide more info on the event. The pt impact is unk.